Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000158007. A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an ipg replacement on (B)(6) 2025, (related manufacturer reference number 3006705815-2025-002990, the physician noticed that both leads had migrated. Attempts to place a new lead and move the new lead to t10 were unsuccessful. As a result, the physician opted to explant and replace one lead. No intervention was done with the second lead. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was explanted and replaced.